Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).

Manufacturer narrative:
Upon further review, the conclusion code applies to both leads (v811283024 and v811283025).

Event description:
It was reported that the patient had a lead issue. A revision was done on (B)(6) 2015 due to one of the leads migrating downward. The migration was not due to a fall or trauma. Because the lead was being replaced, they wanted to upgrade the entire system with an MRI compatible system so the implantable neurostimulator (ins) and the leads were replaced at one time.

Event description:
It was reported that the patient had the stimulation from their implantable neurostimulator (ins) turned off for a week but last night they were laying down and the stimulation felt like it was ¿wide open.¿ the patient checked the ins with the programmer and the stimulation was shown as off. The issue happened again on the day of report when they turned the stimulation on and felt their normal programming. But when they turned it off, after a few moments, they felt like the stimulation was on. This sensation was not uncomfortable and the stimulation problem stopped sometime last night. It was noted that the issue happened when using both the recharger and programmer. The patient had no reported falls or trauma associated with the issue and had no changes to their environment. The patient did have a eeg not long ago. An impedance test showed all values within normal range except one electrode pair which was >10,000 ohms. An x-ray taken confirmed that the left lead had migrated down 2 vertebral bodies. A revision was planned in (B)(6) to adjust the lead location but for now the patient was reprogrammed to a high density group to see how that would work for them until the revision. At the time of report, the patient was not experiencing the ¿elevated¿ elevated stimulation any longer. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.

Event description:
Follow up information reported that a revision procedure was performed on (B)(6) 2015. It was noted that the patient resumed their previous therapy after the revision procedure was completed. Should additional information be received a supplemental report will be filed.